Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (ess205) inserted. The patient's medical history included perineal pain and uterine fibroid. On (B)(6) 2005 patient underwent essure confirmation test: successful placement of coil within the right fallopian with no filling of the fallopian tube or spillage. Unicornuate uterus. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: approximately 3 coils were visible after placement. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: impression: successful placement of coil within the right fallopian with no filling of the fallopian tube or spillage. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure (ess205) inserted. The patient's medical history included perineal pain and uterine fibroid. On (B)(6) 2005 patient underwent essure confirmation test : successful placement of coil within the right fallopian with no filling of the fallopian tube or spillage. Unicornuate uterus. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). The reporter commented: approximately 3 coils were visible after placement diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: impression: successful placement of coil within the right fallopian with no filling of the fallopian tube or spillage.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received. Reporter address updated. Amendment: the report was also amended for the following reason: case 2019-221243 was found to be duplicate of this case and will be deleted, all information from case 2019-221243 was transferred to this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.